Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at an unspecified time on (B)(6) 2018, he obtained an alleged inaccurately high blood glucose result on the subject meter of ¿329 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of levemir insulin (35-40 units) and repaglinide oral medication. The patient reported that he had eaten less food/drink prior to obtaining the result of 329 mg/dl since he ¿is trying to lose weight¿. The patient indicated that around 8:15am on (B)(6) 2018, he became ¿shaky¿. He reported that he obtained another blood glucose result of ¿138 mg/dl¿ on the subject meter at 11:30am, but his ¿hands were still shaky¿, his ¿skin was clammy¿ and his ¿tongue felt different¿. He stated that he drank orange juice at 11:30am or 11:45am to treat his symptoms. He denied using any other device to test his blood glucose levels. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips were within expiry date and had been stored correctly in an intact vial. The cca walked the patient through a control solution test and the result of 139 mg/dl fell within the range expected of 128-174 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaky and clammy, after obtaining alleged inaccurately high blood glucose results on the subject meter.